Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers did not detect on the communication bus. A field service engineer removed back panel, checked sensors and adjusted the inseparable magnets. Reinstalled solenoid spring to resolve the issue. A supplemental will be created if additional information received from the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers did not detect on the communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.